Manufacturer narrative:
Evaluation summary: one device was returned with no visual non-conformances. The device was loaded with a partially fired cartridge with no visual non-conformances. The device was tested for funcitonality with a test cartridge and it achieved a complete 3-strokes fire; however, the firing mechanism was noted to be damaged as the firing trigger did not fully returned to its open position after each stroke; therefore, the device was disassembled to verify the condition of the internal components and the release button post was broken; no other anomalies were noted.

Event description:
It was reported that during an inknown procedure, the device failed to fire after working correctly for six fires. A new device was used to finish the case. There was no pt consequence.